Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 99 to 127 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is without instructed specification since they are kept in the kitchen. Test strips lot MFR's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 113mg/dl (B)(6) 2015 05:06pm; 166mg/dl (B)(6) 2015 10:45pm; 177mg/dl (B)(6) 2015 09:37pm; 255mg/dl (B)(6) 2015 08:37pm; 150mg/dl (B)(6) 2015 01:44pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 99 to 127 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is without instructed specification since they are kept in the kitchen. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.